Event description:
It was reported that during set up the colonovideoscope ¿s distal end case was burnt. There was no patient involvement in this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned distal tip was use of a high-energy treatment device (such as a high-frequency device) without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope operation manual chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.